Manufacturer narrative:
The device has not been returned. Root cause is not available at this time.

Event description:
Information was received that the cap migrated and the affected rod was lengthening more than the programmed amount. No patient injury has been reported.